Manufacturer narrative:
The lead remains in service at this time. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 2,000 ohms. There was noise and oversensing observed resulting in inappropriate atrial tachy response episodes. There was no indication of pacing inhibition. The patient was checked in the clinic in which ra noise was able to be recreated when the patient reached their arm over their chest. The amplitude was noted to be low and the sensing was increased. Technical services discussed this was a potential lead issue. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 2,000 ohms. There was noise and oversensing observed resulting in inappropriate atrial tachy response episodes. There was no indication of pacing inhibition. The patient was checked in the clinic in which ra noise was able to be recreated when the patient reached their arm over their chest. The amplitude was noted to be low and the sensing was increased. Technical services discussed this was a potential lead issue. The lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead was explanted due to a product performance issue. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.